Event description:
Htr pmi implanted 2006. About 1 week post-op patient had scalp infection. Implant was removed the following month.

Manufacturer narrative:
Per information from hospital, infection was staphylococcus aureus. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.